Event description:
The customer reported bellavista 1000 us alarms 379 - "no o2 dosing possible" during setup prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical asked the customer for an o2 gas path test. O2 gas path test reveals proportional valve is defective. Vyaire initiated a warranty replacement for a new proportional valve. The root cause was determined to be due to a leaking o2 dosing valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.